Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water. Subsequently, a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly, the customer did not have backup therapy and declined follow-up from tandem technical support.

Manufacturer narrative:
Based on the analysis, the alleged issue was verified and a different issue was identified. The information will be used for tracking and trending purposes.